Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000130890.

Event description:
It was reported that following a permanent implant procedure on 9 march 2023, the patient began experiencing headaches due to a cerebrospinal fluid leak that was not visualized during the procedure. As a result, surgical intervention was undertaken on two different occasions where blood patches were performed to address the issue. The patient¿s symptoms have since been resolved. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.